Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer experienced a no delivery alarm. Customer's blood glucose was 143 mg/dl. It was reported that insulin did not exit and pump alarmed no delivery. It was reported that insulin did exit with plunger push and there was greater than normal resistance. Customer was advised to change site.